Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that since (B)(6) 2021, the patient's infusion set's tubing/broken at site connector thrice. Reportedly, one of the infusion sets had been used for about 1hour, the other set had been used for about 24 hours, and the last one had been used for about 36 hours. Further, the site got pulled that resulted in high blood glucose levels which they tried to treat with a correction bolus via the pump. Further, they replaced the infusion set as well as cartridges and resumed insulin successfully. No further information available.